Event description:
MFR has been notified of an event of cuff leakage after 6 days in use. The inflation hub became loose. No adverse outcome to pt. Unit was pretested per instructions for use. Event occurred at hosp.